Event description:
Boston scientific received information that this patient did not receive a shock until minutes after the arrhythmia started. It was noted that the shock was not received until CPR was delivered. When reviewing the event, it was noted the rate of the arrhythmia reduced below the tachy zone delaying therapy. The electrogram (egm) indicated some undersensing prior to the shock delivery. It was suspected that the CPR improved the cardiac signal as the signal was very small seconds before the ventricular fibrillation (vf) detection. The rate zone and anti-tachycardia pacing (atp) were reduced and the sensitivity was increased. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.